Event description:
It was reported that dissection occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 38 promus elite drug eluting stent was deployed to treat the lesion. After post dilation, a proximal edge dissection was noted in the proximal part of the stent. A 2.75 x 20 promus elite was deployed proximally and overlapping to cover the dissection and successfully complete the procedure. The patient was stable and fully recovered.